Event description:
As reported, the patient underwent a left knee revision due to abnormal wear of the poly. Initial implant date unknown. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation. D10: logic femoral ps cem left sz 3.5 02-010-01-0235 - 4675475 lgc tibial fit tray cem sz 3.5f/3.5t 02-012-45-3535 - 4596651 three peg patella 32mm 200-02-32 - 4779537.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3, h6. H3: the revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include high contract stresses during knee flexion, third body wear, patient-related conditions, inclusion of the polyethylene in the packaging recall with the insert being packaged for over five years prior to implantation, or any combination of these possibilities. As the suspect device was not provided, none of these potential causes or their contribution to the sequence of events can be confirmed.